Manufacturer narrative:
Section d1 brand name: corrected. Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive in the morning by their spouse with the device alarming. It was noted that the power went out at midnight when the patient was connected to the mobile power unit (mpu). The patient was pronounced deceased at the scene. The log file review noted on 17nov2023 at 2:39:00, no external power events occurred. The pump was running as intended at this time. The pump functioned until 4:51:36 on the controller¿s internal backup battery (ebb). Once the ebb was exhausted of charge, the pump stopped. At some unknown time, one battery was connected, and the pump restarted, but no flow was recorded. The driveline was disconnected during this period. The patient death is reported under related MFR: 2916596-2023-08236, related MFR: 2916596-2023-08238.

Manufacturer narrative:
Serial number of mpu not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 1 day of relevant data (16nov2023 ¿ 17nov2023, and on the time stamp on (B)(6) 2000 from 00:00:00 ¿ 01:18:32 per the time stamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2023 from 02:39:00 to 04:51:41 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power. Per the provided information a power outage occurred while the patient was connected to the mpu; however, the exact time of the power outage could not be determined as the patient's spouse was asleep at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 29mar2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.